Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap or reservoir locked properly in place. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display screen. The insulin pump alarmed went off to replace the battery. The customer stopped troubleshooting for blank display and continue troubleshooting for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.